Manufacturer narrative:
Product analysis: the device returned coiled inside a biohazard bag inside a biohazard pouch. Device was decontaminated with a cidex opa solution and a tergazyme soak. Device received with the stent partially deployed. The size indicated on the strain relief is consistent with what was reported. Approximately 30cm of the inner was exposed on the device when it was returned. The remainder of the stent can be seen under the retractable sheath. The thumb wheel was rotated and the stent deployed with no issues and no resistance was felt when rotating the thumb wheel. Once the stent was fully deployed approximately 122mm of the inner tubing was exposed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use the abre self expanding stent during procedure to treat non calcified soft tissue lesion in the proximal left common iliac vein. The patient had a compression lesion. The vessel had little tortuosity and exhibited 60% stenosis. The artery diameter was 14mm and lesion length was 100mm. A non medtronic 9fr sheath and guidewire were used. There was no damage noted to packaging and no issues when removing the device from the hoop/tray. The device was prepped per the IFU with no issues. It was reported that there were deployment issues and unable to deploy the stent. The device did not pass through a previously deployed stent. The thumbscrew was checked for securement prior to procedure. The lock pin was removed at time of deployment. The lesion was pre-dilated with a non medtronic 14mm balloon. There was resistance encountered during delivery to lesion and force was applied. The physician noted resistance when advancing the thumbwheel to deploy the stent. The physician was not holding the shaft of the stent by the sheath and was attempting to turn the thumbwheel but could not advance it. The physician was using a lot of force. The stent was only just flowering from the catheter and had not opened up so the stent was then safely removed since it was not deployed. The struts were exposed, but not to the point where they left the delivery catheter or touched a vessel wall. They were exposed but still straight when physician began feeling resistance. Replaced with another 16 x 120 that was successfully deployed. No vessel damage noted. No patient injury reported.